Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure partial stent deployment, balloon withdrawal difficulty, and a shaft fracture occurred. The 90% stenose target lesion was in the severely tortuous and calcified distal right coronary artery (rca). A 6f mach1 fr4 guide catheter was engaged. The lesion was predilated with a 2.5x20mm non-bsc balloon 3 times at 6 to 8 atmospheres (atms) for 30 seconds, 9 atms for 20 secs, and 12 atms for 25 secs. A 3.0x28mm taxus express2 drug eluting stent was advanced but unable to cross the lesion. The guide catheter was exchanged for a 6f non-bsc guide catheter. "5 in 6" technique was performed with non-bsc guide catheters and then the 3.0x28mm taxus express2 des was able to cross the lesion. The 6f non-bsc guide catheter "wedged" blood flow in the artery and ventricular tachycardia (v-tach) followed by cardiac arrest occurred. The physician was only able to inflate the stent delivery sys to approx 6 atms before the v-tach and cardiac arrest occurred. Defibrillation and chest compressions were performed. The physician inflated the stent balloon to 8 atms and attempted to withdraw the stent balloon. Withdrawal difficulties were encountered as the stent was only partially deployed and the balloon became caught on the proximal edge of the lesion. The physician attempted to deep seat the non-bsc guide catheters, which was unsuccessful in aiding in the removal of the device. The physician attempted to pull back the entire sys including the unspecified non-bsc guidewire and non-bsc guide catheters with "excessive force" and the shaft of the stent delivery sys fractured inside the pt. Attempts to remove the broken portion of the device with a 7f non-bsc snare were unsuccessful. Intravascular ultrasound (ivus) revealed that the fractured part of the shaft is located in the mid rca to the aorta. The current location of the stent is unk. Further interventions to attempt removal of the device were not performed due to the pt's age and medical history. Ivus and angiography confirmed the presence of blood flow in the rca so the procedure was ended. Anticoagulant therapy for the pt was initiated. The pt was discharged on an unk date and is reportedly "fine."